Manufacturer narrative:
The routine quality control data was acceptable. The field service engineer checked and adjusted the washing pressure, the pressure of the sample needles, and of the reagent needles. Quality controls were acceptable. The investigation determined the service actions resolved the issue. Reagent issues were excluded.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. The initial result was 2065 umol/l and the repeat result was 72 umol/l. The sample was tested on another analyzer and the result was 74 umol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.